Event description:
New information received noted that the physician explanted and replaced the icm. There were no patient consequences noted post-procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was reported. There were no patient consequences noted.

Manufacturer narrative:
Reported event of premature battery depletion was confirmed. The device was in reset mode and the voltage was at end of life (eol) level upon receipt. Analysis of device image was performed and high monthly current was noted. The device was restored by reloading product code and cut open for measurement. Further analysis performed showed the accelerated depletion of battery was due to high current in the hybrid, consistent with an anomalous integrated circuit (ic). A longevity calculation was performed and found the battery depletion was premature.